Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced elevated and low blood glucose (bg); bg cause and value not provided. Customer declined to troubleshoot with tandem technical support.